Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log but could not reproduce problem. While troubleshooting, fse heard a very loud squeaking sound as substrate syringe moved up and down. After examining the syringe assembly, fse found the lead screw was very dirty causing the substrate syringe to drag, resulting in delay of the substrate dispensing and timing out returning to home position. Fse was able to resolve the problem by removing the substrate syringe assembly and cleaning the lead screw and guide rod. Fse successfully ran quality controls without error. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4) . There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4393] substrate syringe home overrun. Cause: the home sensor activated improperly after movement of the substrate syringe. The measurement result will be flagged (bs flag). Solution: contact tosoh service center or local representatives. [2044] substrate dispensation control start delay. Cause: substrate dispensation control operation failed to complete within the designated 18 sec cycle. Solution: contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of substrate dispensation. A64 is generated when error is detected in the suction operation from stc cup. Specimen suction messages will also be output simultaneously. Solution: take measures according to the errors output simultaneously. The most probable cause of the reported event was due to dirty lead screw & guide rod for substrate syringe assembly.

Event description:
A customer reported getting error messages 4393 "substrate syringe home overrun", 2044 substrate dispensation control start delay" and a64 sampling error on the aia-2000 instrument. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for follicle stimulating hormone (fsh), luteinizing hormone (lhii) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.